Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. Serial number: unknown/not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown as serial number was not provided. UDI number: UDI number is unknown as product serial number was not provided. Unknown/not provided, however an exchange is planned. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted an intraocular lens (iol) lens on (B)(6) 2019. The patient was status post lasik, and an enhancement, and has extremely flat corneas. Status post cataract surgery, the patient has a residual refractive error and describes her vision as waxy and gray. The surgeon reported that they were planning on doing an iol exchange.

Manufacturer narrative:
Additional info: further information was provided and the lens was explanted as planned. There was no no incision enlargement, or vitrectomy required. The patient was doing well and stable post op. The lens was replaced with a monofocal lens, a model zcb00 21.5 diopter. No additional information was provided. Date of event: (B)(6) 2019. Serial number: (B)(4). Catalog number: zlb00. Expiration date: 8/21/2021. UDI number: (B)(4). If explanted, give date: (B)(6) 2019. Device manufacture date: 08/21/2017. Patient code 3191- explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.